Manufacturer narrative:
(B)(4). Approximate age of device ¿ 45 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. On (B)(6) 2015, the patient's lactate dehydrogenase level increased by about double from baseline and the patient had multiple power surges. The patient's anticoagulation regimen included aspirin and dipyridamole. IV heparin was administered and the partial thromboplastin time (ptt) goals were increased. The patient reportedly has a small left ventricle that made titrating pump speeds and volume status difficult. The pump had to be set at lower speeds to keep the ventricle adequately filled. The patient received a pump exchange on (B)(6) 2015 due to pump thrombosis.

Manufacturer narrative:
Evaluation of (B)(4) revealed deposition in the inlet stator and outlet stator. Although a root cause for the observed depositions could not be conclusively determined through this evaluation, they were partially obstructing the blood flow path and could have contributed to the reported hemolysis, increased ldh, and suspected thrombus. The distal side of the inlet stator and proximal rotor revealed red/white, tissue-like deposition. The deposition was consistent with denatured blood and had a ring-like structure, which are indications that it likely developed over a period of time while the pump was in operation. Its origins and the duration of its presence in the pump could not be conclusively determined. The outlet stator revealed white, soft deposition. The deposition was loosely seated. There was no evidence of lamination or denaturing and there were no contact marks on the rotor to indicate that it was present in the pump while it was operating. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The attached user facility medwatch report was received from the intermacs registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the intermacs registry stating: the patient underwent heartmate ii implantation as destination therapy recently. The patient developed a problem with bleeding, was stopped on her anticoagulation, completely reversed, and subsequently developed signs of pump thrombus. Patient was having some power spikes as well as significant symptoms of hemolysis; therefore consistent with a diagnosis of suspected pump thrombus. Preoperative CT scan has revealed a normal outflow graft with no obstruction as well as normal inflow velocities on the pump. Therefore, it was felt that a left subcostal exchange was going to be appropriate. Did patient experience a thrombus event (suspected or confirmed): yes. Thrombus event: signs or symptoms: hemolysis: yes. Thrombus event: signs or symptoms: abnormal pump parameters: yes. Thrombus event: intravenous anticoagulation: yes. Thrombus event: event confirmed: yes. Ae device malfunction: no. Patient outcome: exchange: yes. Device malfunction causative factor: sub therapeutic anticoagulation: yes.